Event description:
Home care received call from pt's family member stating filter is wet and leaking. Pt receiving nafcllin q4m on intermittent mode via arm plus pump. Home care able to walk through tubing change with family member over phone. No missed doses; potential for problems however (line occlusion, infection due to break on system) and pt/caregiver aggravation.